Event description:
The customer reported a cine image to appear over a current saved image. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.